Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, the pacemaker was found in backup vvi mode. The backup was due to miscommunication between the transmitter and the pacemaker. The pacemaker was restored to its previous settings. The patient was stable.